Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure of "camera not recognized when plugged in" was confirmed. Based on the results of the investigation, it is likely the image loss occurred due to a faulty cable unit. The most likely cause of the complaint is cause traced to device design. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device was not recognized when plugged in. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient injury or harm associated with this event.

Event description:
It was reported, the subject device was not recognized when plugged in. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.